Manufacturer narrative:
The customer called the olympus technical assistance center (tac) to report a b30 error when using a scope. Additionally, the customer stated they tried 3 scopes and cleaned the contacts on both the clv and scopes yet the error still occur with a grainy image. Multiple attempts were made to contact the customer regarding device status with no response. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source had an error code b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Since cleaning the electrical contacts of the scope and the light source did not solve the issue, the malfunction of the connector was excluded. The customer reported on the initial call that the error went away after the system was power cycled. It is likely a temporary processor defect was the cause since re-starting the system resolved the issue.